Event description:
It was reported, the patient had a loss of therapeutic effect two to three weeks prior to call. Their current setting was too high. The patient was experiencing constipation and urinary incontinence. Therapy was not working right. It was reported, the patient had never had stimulation sensation. Increasing stimulation to 8.0 v on each program did not resolve the issue. Nineteen days later, the patient finished a prescription for bladder infection. Their urine color was still not correct. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# v979686, implanted: 2012 (B)(6); product type lead (B)(4).